Event description:
It was reported that the insulin pump failed battery test. Customer stated used new battery and received failed battery alarm. Advised to revert to a back-up plan per health care provider. Advised customer verbally and in written form to return broken insulin pump for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit and failed battery test alarms noted during testing. (B)(4).